Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 02/09/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. No syringe was returned. The reported issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section g3: in the initial report the date received by manufacturer was submitted as january 13, 2022. However, the correct date is january 12, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, sex , and ethnicity. Customer did not have this information. Date of event: unknown/not provided. Initial reporter: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was fibers on the patient interface. This was discovered during patient contact. No patient injury and/or complications were reported.